Event description:
It was reported that a pump displayed a "black screen" (medication, programmed amount and delivery rate unk). There was no pt injury reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. (B)(4).